Manufacturer narrative:
The product was returned for analysis. The express delivery system (eds) wire was depressed and the shunt was separated from the eds. The complainant statement "would not release from eds" could not be confirmed. The root cause could not be conclusively determined, as the shunt was separated from the eds, and the eds wire depressed. There was on other complaint reported in the lot number. (B)(4).

Event description:
A surgeon reported that during glaucoma shunt implantation, the shunt penetrated through the scleral flap, did not release from the delivery system and got into the eye. As a result, the surgeon removed the shunt through the enlarged insertion wound. Vitreous prolapse also occurred. Additional information was requested, but the surgeon was unable to provide more details.